Manufacturer narrative:
Additional info: the associated complaint device was not returned for evaluation. Please see attached file for our results of investigation.

Event description:
It was reported that a revision surgery was performed due to extremely unstable primary total knee replacement.